Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, the cartridge was cracked. The customer's blood glucose level was not impacted. It was noted that the customer changed the supplies.